Manufacturer narrative:
Medtronic received the following information from a journal article entitled; total arch replacement and frozen elephant trunk for acute complicated type b dissection axtell a, eagleton m, conrad m, isselbacher e, sundt t, & jassar a. Annals of thoracic surgery 2020;110:e213-6. Doi; :https://doi.org/10.1016/j.athoracsur.2019.12.077. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) year old male presented to hospital with severe chest and back pain and an aortic dissection was identified with an entry tear in the aortic arch at the level of the left carotid artery and extending distally to the iliac arteries. The patient progressed to somnolence, hypotension, renal failure, and acidosis requiring intubation and hemodynamic support before transfer to another hospital for treatment. Repeat imaging performed demonstrated contained rupture of the aortic arch with the dissection extending into the celiac and sma with complete thrombosis of the left renal artery. Intervention was performed and intraoperatively a tear was identified in the aortic arch just distal to the left carotid artery, which was reapproximated using pledgeted sutures. A wire was then placed in the proximal aorta and a 34 x 107 mm valiant stent graft was deployed covering the tear site. A total arch replacement was then performed. On-table angiography revealed compromised filling of the sma therefore, 3 self-expanding stents were placed with excellent recanalization. A self-expanding stent was also placed in the left renal artery. It was reported that brain imaging was obtained and although a head CT was negative, scattered foci of subacute ischemic infarcts were noted on MRI. The patient was then discharged to another facility on day 28 with only mild right sided residual weakness. No additional clinical sequelae were provided and the patient will be monitored.